Event description:
It was reported that an oversensing of noise was observed on the right ventricular (rv) lead. Noise could be reproduced with provocative testing. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.